Event description:
Reporter alleged blood glucose measured 85 mg/dl back to back with a result of 51 mg/dl when testing was performed minutes apart. Customer stated self treating with glucose tablets as a result however, no other actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.